Event description:
A field service engineer (fse) reported that while onsite performing service upgrades, the fse observed an increasing trend in hemoglobin (hgb) background values on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) discovered that the hgb chamber was cloudy. The fse replaced the hgb chamber resolving the hgb background failures. (B)(4).